Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to resolve the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, but the pump did not begin charging. Subsequently, the caller resolved the issue by using a different wall adapter, and the pump started charging, requiring no further assistance.